Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified that the silicone tubing was separated from the female connector/main body. The reported leak was verified. The cause of the leak was due to the tubing separation from the female connector/main body, however the cause of the separation could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing of a minicap extended life pd transfer set separated from the twist sleeve which resulted in a leak. This event occurred while the patient was performing continuous ambulatory peritoneal dialysis therapy. The patient was given prophylactic antibiotics (1 gram of ceftriaxone + 500 grams of amikacin impregnation, subsequent 250 grams of ceftriaxone + 25 grams of amikacin) as precautionary measure. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.